Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient had never experienced any real efficacy with the vns therapy. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected.

Event description:
Further follow-up revealed that the patient is experiencing intractable seizures, but that the patient's condition is stable. Neurosurgeon programmed the device to off and if the patient experiences an increase in seizures the device will be replaced; however, if the patient does not experience any change in seizures, the device will be explanted. It was reported that the patient has not experienced any injury or trauma that may have caused damage to the ncp system.